Manufacturer narrative:
The batteries were returned for evaluation.  Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Review of the receiving incoming inspection documentation confirmed that the (B)(4) met all requirements for release. Analysis of battery (B)(4) revealed that the device met specification; the battery passed functional and visual testing. Analysis of battery (B)(4) failed to meet specifications; the battery failed functional testing due to a faulty cell pair. Additionally, it was observed that the battery had a high max error, indicative of a unit out of calibration. However, the faulty cell pair finding likely contributed to the-out-of-calibration condition. An internal investigation has been opened to evaluate batteries faulty cell pair and implement corrective actions as required. The most likely root cause of the reported "not charging" ((B)(4)) can be attributed to a faulty cell pair, likely contributing to an out-of-calibration condition. Battery (B)(4) passed functional testing and operated as expected; the reported event could not be duplicated at the bench level. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the status light on the battery charger has shown "red" when the battery was connected. The battery was replaced. There was no impact to the patient.